Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose results were 234, 167, 287 mg/dl. Tests were done within 10 minutes with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.